Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain due to the pulse generator and had a deep vein thrombosis in their left arm which was attributed to the pulse generator system. The patient presented on (B)(6) 2018 and the system was explanted. The patient was stable post procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the initially submitted date of september 28, 2018. The correct date should have been september 27, 2018.

Event description:
New information received on (B)(4) 2019 indicated that the right atrial lead also exhibited an insulation anomaly.